Event description:
Customer's mother called to report elevated bg levels (148 to 469 mg/dl) and ketones for daughter. She wore pod on outer thigh and left it on until they removed it and called. She was able to activate a new pod successfully. Returned pod for evaluation.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have all acceptance criteria.